Manufacturer narrative:
Additional narrative: it was reported that the patient underwent partial removal of mesh due to mesh erosion on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, burning, bladder infections, vaginal discharge, urinary incontinence, and urinary leakage. It was reported that patient underwent partial vaginectomy, lefort colpocleisis, and cystourethroscopy on (B)(6) 2013 by dr. (B)(6) due to complete vaginal vault prolapse at (B)(6) hospitals and health services.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, burning, bladder infections, vaginal discharge, urinary incontinence, and urinary leakage. It was reported that patient underwent partial vaginectomy, lefort colpocleisis, and cystourethroscopy on (B)(6) 2013 by dr. (B)(6) due to complete vaginal vault prolapse at (B)(6) hospitals and health services.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01624 and 2210968-2013-01629. The same patient is represented in each medwatch.